Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6) product type recharger product ID fp9000l lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative regarding an external device. Caller mentioned that the recharging antenna and recharger port had been a problem since the patient first got the equipment; they thought the antenna's cord had a little tear in it from the beginning and had gotten worse over time, and said the flap that covered the recharger port never fully closed, and now it appeared to have stopped taking a charge from the desktop charger after recharger wouldn't 'start up' 3 days ago (agent understood because they couldn't get recharger to take a charge). Caller confirmed the desktop charger connection pin didn't seem to be loose/wiggly. Patient service specialist sent email to representative for further assistance with transition to wireless charging equipment; agent will follow up with request to repair after receipt of shipping address info from rep. Caller mentioned they had spoken with a medtronic rep yesterday regarding the issue. It was reported that the patient did not receive belt that was supposed to come with the equipment. Rep reported that the pt may be in overdischarge (unconfirmed) because they had not had therapy in about a week because of the charger issue. It was later reported that the pt was discharged but not overdischarged. The wireless recharger (wr) started a charge session then after about a minute the orange light started flashing. The insr did connect to the ins but it s hows the ins battery is completely empty. The pt would continue to charge the ins with the insr until they have 25% and then try the wr again.